Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to t wave oversensing. Review of episode data noted r wave and t wave similar in amplitude which was approximately 0.8mv. Automatic setup was performed and the device selected primary vector. A boston scientific technical services consultant stated an x-ray could be considered to confirm system placement as this was a recent implant. Reprogramming smart charge and the conditional zone would be up to the physician's discretion. The device remains in service and no adverse patient effects were reported.